Event description:
The rptr did back to back (rapid succession) blood glucose tests. The rptr's results were 36, 32, 51 and 84 mg/dl. Rptr did not have any symptoms. On f/u, rptr confirmed the reported tests. No harm was alleged.